Event description:
It was reported that patient had no communication/inability to communicate. Patient stated that device automatically turned on while sitting, even though it was off. She tried to use her programmer to shut off the stimulation but was not able to communicate to the ins. The patient stated that after approximately 4 hours the device must have depleted and the unit turned off. Cause unknown. Patient is going to contact physician office for consult and have rep attend the appointment to interrogate her device and check for communication failure. The appointment has not been made as of yet. Additional information was received from the patient reporting that since implant date the ins would turn on "once in a while" without the pt turning the stimulation on. Pt mentioned they would have to turn their stimulation on and off intermittently because they had a hysterectomy and the "signal was too much," but they liked the stimulation for their leg pain. Pt said last night when they laid down their stimulation turned on and they couldn't turn their stimulation off because they lost their recharger antenna (rtm) and the ins hadn't been charged since june. Pt spoke to their mdt rep. Ben charlton via phone today about their issues. Their mdt rep. Re-directed the pt to ps. Pt tried to connect their controller to their ins and saw the "no device found" message. Pt noted they would be able to connect the controller to their ins using the rtm. Patient services specialist (pss) understood this as their ins was depleted since they didn't charge since june. Pt added they also gained about 20 pounds. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.